Manufacturer narrative:
A review of tickets was performed for reagent lot number 03025m800. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for lot number 03025m800 was within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect ca 19-9xr for reagent lot 03025m800 was identified.

Manufacturer narrative:
Patient information: sid (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Manufacturer report number 3002809144-2019-01083 for MDR on reagent lot number 02013m800. Manufacturer report number 3008344661-2019-00155 for MDR on reagent lot number 02029m800.

Event description:
The customer observed discrepant (falsely elevated and falsely decreased) architect ca 19-9xr results for several samples. The following data was provided (units of measure = u/ml): sample 3: (B)(6) 2019 (reagent lot number 02013m800): ca19-9 result = 10.24, repeat = <2.00, previous results = <2.0 until july 2019. (B)(6) 2019 sid (B)(6): (reagent lot number 03025m800): ca19-9 result = 8.28, repeat = 2.00 (B)(6) 2019 sid (B)(6): ca19-9 result = 3.35, repeat = 6.41. (B)(6) 2019 sid (B)(6): (reagent lot number 02029m800): ca19-9 result = 101.61, repeat = 227.83. (B)(6) 2019 sid (B)(6): (reagent lot number 02029m800): ca19-9 result = 281.48, repeat = 349.64, previous value on 15sep2018 = 60. No impact to patient management was reported.